Manufacturer narrative:
Retainer = missing. Customer returned pump for an alleged pump error 23 alarm and cosmetic damage located at the reservoir tube area found on (B)(6) 2020. The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The insulin pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 23 alarm noted during testing or found in the pump history files for (B)(6) 2020. The insulin pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, pillowing keypad overlay, and missing reservoir tube o-ring. Pump error 23 alarm is not confirmed. No unexpected pump error 23 alarm or power related alarms during testing and no excessive battery faults found in the history files. Missing retainer and partially broken reservoir tube lip are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm and retainer ring was damaged. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that post-reset ram crc alarm had not occurred more than once after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.